Manufacturer narrative:
Section b6 was updated. Section d2 was updated. Additional clarification of the event: the patient did not attempt to test between on (B)(6) 2022.

Event description:
We received an allegation of error 5 messages with a coaguchek xs meter potentially contributing to a patient requiring treatment with vitamin k. The patient allegedly received error 5 three times on (B)(6) 2022. The patient was reportedly not receiving error 5 messages prior to (B)(6) 2022. Error 5 is an error related to applying the blood to the test strip. On (B)(6) 2022 at 10:45 a.m. The result from the meter was reportedly >8.0 inr. Due to the high result of >8.0 inr, the patient allegedly went to the laboratory where the result from an unknown method was reportedly 11.9 inr at 11:00 a.m. The patient was reportedly treated with vitamin k liquid in a syringe; the dosage was requested but was not known. The patient was reportedly advised to hold her warfarin dose for 3 days and eat vegetables. There were reportedly no changes in the patient¿s warfarin dose prior to the result of >8.0 inr. The patient's warfarin schedule is reportedly 5 mg six days a week and 2.5 mg one day a week. On (B)(6) 2022 at 7:35 a.m. The result from the meter was reportedly 1.7 inr. No other treatment was provided. The patient¿s therapeutic range is reportedly 2.0 ¿ 2.5 inr with an alleged testing frequency of weekly. The test strip lot number was 62216021 with an expiration date of 31-dec-2023. This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The meter and test strips were requested for an investigation, however, there are no test strips remaining to return. No product has been received at this time. If any product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling for error 5 states: "error: blood application error applying blood to the test strip or blood sample size was too small. Solution: turn the meter off and remove the test strip. Re-read the instructions about applying blood (starting on page 33). Repeat the test with a new test strip and a sufficient amount of blood from a different finger. If you still get the error message, call roche customer support center at 1-800-428-4674." The patient was taking antibiotics. Product labeling states: "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted." .